Event description:
It was reported that the patient was admitted with narcotic withdrawal symptoms of nausea, vomiting, myalgia, and arthralgia which began approximately a week ago. The healthcare provider (hcp) wanted the pump checked to ensure it was working properly. The device system was delivering morphine, bupivacaine, and clonidine. It was additionally reported that the pump was interrogated and the pump logs did not show any issues. It was later reported that the pump managing physician was contacted. The patient was reported to have the flu. No additional pump troubleshooting was done. The patient was discharged from the hospital and was reported to be doing better. I was noted that the pump was not suspected as an issue.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).